Event description:
The initial reporter stated they received discrepant results for two patient samples tested with creatinine plus ver.2 on a cobas 8000 c 701 module. The customer noted they have been getting high control and patient results with at least 2 different creatinine reagent packs of the same lot. No questionable results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 2.82 mg/dl and it repeated as 0.90 mg/dl. The second sample initially resulted in a creatinine value of 3.47 mg/dl and it repeated as 0.96 mg/dl.

Manufacturer narrative:
The creatinine reagent lot number was 80106601, with an expiration date of 28-feb-2025. The field service engineer checked probe washing and it was evident that they were not being washed correctly. A rinse needle was found to be clogged. The water quality, gear pump pressure, and special wash programming were checked. The filter, water inlet hoses, and internal pump container were cleaned. Air was purged from the pump. The system was decontaminated. The gear pump, pipette washing, probes, and filling stations were adjusted. Mechanism checks were performed and it was observed that washing was performed correctly. Calibration and controls were acceptable. The investigation determined the service actions resolved the issue.